Event description:
It was reported that during use of the kit bd max ext enteric bacterial panel, there were false positive results with low fluorescence signals. After repeat they are negative. There was no report of patient impact.

Manufacturer narrative:
H.6 investigation summary the complaint investigation for discrepant results when using the bd max¿ enteric bacterial panel assay (ref. 442963) from lot 3291368 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. The customer complained about several false positive results with low signal that repeated negative for campylobacter and salmonella targets. This customer complained not on a specific lot but rather gave a lot number to serve as a reference of the issue observed. Since the customer has provided run numbers for reference, the review of the manufacturing records of bd max¿ enteric bacterial panel assay was conducted on lot 3291368 (lot used found during run review as the example provided by the customer). This lot was manufactured according to specifications and met performance requirements. Databases from instruments (B)(6) were received for the investigation on which the customer mentioned false positive results with low fluorescence signal. Five samples were identified by the customer as suspected false positives results which were all tested on instrument ct1997 using lot 3291368 (runs 1970; positions a11, b5, b8 and b11, and run 1989; position a7). Manual pcr curve adjudication was conducted across these samples. Runs 1970 (positions b5, b8, b11) and 1989 (position a7) all showed late and low but true amplification for stx and/or salm targets. Those curves are considered normal curves for low positive results. The root cause was not identified. However, sample being at or near the assay limit of detection (lod) or, environmental or cross contamination could explain the customer¿s positive results for these samples. Sample in run 1970 at position a11, was identified by the customer in the complaint text as another example of low fluorescence and noisy curve. This curve is unlikely the result of true amplification but no root cause was identified. This lot was also used on the other instruments and no curve was observed with low fluorescence and noisiness. Moreover, review of the entire database of the three instruments representing 10 218 samples, did not identify any issues with low fluorescence and noisy curves. It is to be noted that manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on the bd max¿ enteric bacterial panel assay lot 3291368. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard or trends was identified. Bd quality will continue to monitor for trends.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6) e1. Initial reporter fax : (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the kit bd max ext enteric bacterial panel, there were false positive results with low fluorescence signals. After repeat they are negative. There was no report of patient impact.